Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to attempt turning on the pump using specific button-pressing techniques and advised plugging the pump into a power source with known working charging supplies. The light around the button flashed red, but screen remained black. The customer reverted to an alternate method of insulin therapy.